Manufacturer narrative:
Company rep evaluated the system and replaced the pcb board assembly. System was calibrated and tested to factory's specifications.

Event description:
Customer reported an issue with the panorama central station, which may have affected telemetry monitoring. No pt injury was reported.